Manufacturer narrative:
Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
An user report by competent authority of (B)(6) was received on may 19, 2016 with following content: patient felt sudden pain and went to hospital; diagnosis: breakage of the stem which was implanted together with a trochanter plate.

Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The compatibility check was performed from and showed that the product combination was not approved by zimmer biomet. The patient presented at the hospital with pain. Diagnosis was made: stem fracture with existing tha and trochanteric plate. Review of received data: the x-ray taken on (B)(6) 2015 showed the situation after the implantation of the stem and the trochanteric fixation plate. On the x-ray it was visible that the trochanteric fixation plate was fixed with four screws. One screw was placed in the proximal area while the other three were placed in the proximal set of screw holes on the lateral side. The x-ray taken in (B)(6) 2016 showed the wagner sl revision® stem which was fractured in the proximal third of its length and the proximal fracture part was tipped medially. It could be observed that two of the laterally placed screws are located at height of the fracture. Only an excerpt of the surgery note of the implantation surgery performed on (B)(6) 2015 was received. The surgery was due to a fracture of the trochanter major after an implantation of a thp on (B)(6) 2015. The treatment course was to revise the existing stem and head and to additionally implant a trochanteric fixation plate to fix the fracture of the trochanter major. The procedure was summarized as follows: the joint was opened through the old scar. The hip joint was dislocated and the head and stem were removed. The medullary canal was reamed with the wagner reamer ø14 mm, 190 mm deep. The medullary canal was rinsed and the wagner sl revision® stem ø14/190 was implanted, which firmly anchors into the cortex. A trial reduction with a head m was performed. No dislocation was shown in all physiological movements. There was no dislocation of the joint even with the combined abduction of 30° into 30° external and internal rotation in extension and 90° flexion. The joint was dislocated and then repositioned with a definitive sulox head ø28 m. The fragments of the trochanter major were repositioned. An osteosynthesis with a small fixation plate was without success. A second attempt with a large fixation plate showed a good repositioning result. The fixation plate was fixed with four cortical screws. The note also mentioned that the postoperative radiographic control showed a proper position of the implants within the bone as well as a proper repositioning of the trochanter major. Devices analysis: the wagner sl revision® stem was fractured approximately at the proximal third of its length. Both fracture surfaces were partially polished and damaged but the appearance of the fracture surface pointed to a fracture that originated from the anterolateral side. The proximal fracture part showed several scratches around the neck region which probably derive from the revision surgery. The anchoring region did not exhibit any bone attachments but some very fine polishing in form of small spots could be observed distributed on the medial and posterior side of the anchoring surface. A piece was broken off on the medial side at the edge to the fracture surface. Damage could be seen at the anterolateral side of the stem in the area of the fracture origin. There was a worn thread-like damage in an angle pointing towards the fracture origin, worn areas, a worn and polished fin as well as what seemed to be a drilled through fin. The distal fracture part featured bone attachments and some damage from the revision surgery such as longitudinal cuts and scratches along the fins and indentations in the area around the fracture origin. The trochanteric fixation plate showed some damage from the screws in the holes which were used to fix the plate to the bone. Other than that, some slight scratches could be observed. Only two screws were received for investigation. It stays unknown if and where the screws were implanted and where the remaining screws are. One of the screws was not manufactured by zimmer and seemed to be inconspicuous. The second screw was damaged at the head and a part of it was torn off. Due to the torn off screw head it stays unknown what company manufactured the screw. The ceramic head was inconspicuous. Some fine isolated metallic spots could be detected. The head taper showed the commonly observed material transfer from the stem taper indicating a proper fixation of the head on the stem and the material track from its removal. The polyethylene insert is not a zimmer product, it was manufactured by a competitor. The polyethylene insert showed some damage and a new threaded bore hole. A screw was possibly used to remove the insert from the shell during the revision surgery. The fracture surface and the area around the fracture origin were further investigated using a scanning electron microscope. The structure of the fracture surface was investigated in different areas. The fracture surface was at least partially leveled in some areas and small organic remains were attached to the surface. The microscopic characteristics of the fracture surface pointed to a fatigue fracture. It was not possible to identify the origin of the fracture. On the fracture surface itself no defects that could have favored or triggered the fracture were observed. No signs of residual fracture could be found on the fracture surface. Further investigation of the area around the fracture origin did not reveal any additional information but allowed a more detailed picture of the thread-like damage, the worn fin and the drilled through fin observed already via light microscopy. Root cause analysis: the wagner sl revision® stem was revised after approximately 1 year and 4 months in vivo due to a fracture of the prosthesis. The stem was fractured approximately at the proximal third of its length due to fatigue with the fracture origin located on the anterolateral side. On the fracture surface itself no defects that could have favored or triggered the fracture were observed. Thread-like damage was found on the anterolateral side of the stem in the area of the fracture origin. Due to the appearance of the damage it was assumed that probably it was caused by one of the screws used to fix the trochanteric fixation plate. The position of the screws indicated on the x-rays supported this assumption. It was assumed that during the time in vivo the above mentioned screw was in contact with the stem, rubbing against it and leading to the worn damage area found close to the fracture origin. It was hypothesized that the damage induced by this screw possibly acted as a triggering factor for the fracture initiation. In the surgical technique of the plate it is mentioned to ensure that existing intramedullary systems and their fixation and/or anchorage elements are not affected or damage by screw insertions. Damages of hip prosthesis (including holes or damaged surfaces) can reduce the life expectation of the hip prosthesis drastically. The wagner sl revision® stem was combined with acetabular components (polyethylene insert) from a different company which is to be considered off-label use. In the package insert accompanied with zimmer products it was mentioned not to use the products for other than labeled indications. Other factors, besides the above mentioned, that may have played a role in the fracture of the stem remain unknown. Conclusion summary: since zimmer devices were combined with a competitor's product, the root cause of the event is considered as off-label use. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4). .